Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the customer cleaning disinfection and sterilization (cds) processes, device evaluation and additional information. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, component analysis of the foreign material detected from the confirmation results, silicon, carboxylic acid, and iron rust. The components are not derived from endoscopes, but are contained in drugs such as antifoaming agents/disinfectants. It is likely that a mixture of these components accumulated in the nozzle, causing the foreign material. It is likely that foreign material was generated and remained due to some reprocessing factor; however, a root cause of the foreign material remaining on the distal end nozzle and body could not be determined. The event can be detected/prevented by following the instructions for use which state: inspection method for the evaluated event is described in the operation manual, chapter 3 ¿preparation and inspection section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the nozzle and distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.